Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 52.5 cm. Damages observed were consistent with procedural damage. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with an episode of pre-syncope and eventually syncope. Chest x-ray and pacemaker interrogation revealed the right ventricular lead had dislodged and subsequently exhibited loss of capture. On aug. 17, the right ventricular lead was explanted and replaced successfully. The patient was reported to be in stable condition during and post procedure.